Manufacturer narrative:
Device return is not required. Contract manufacturer dexcom inc. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a cgm (dex 012) issue. It was reported that the continuous glucose monitoring (cgm) readings were inaccurate as compared to the finger stick blood glucose (bg) values. The patient stated "cgm continued to be below 55mg/dl and bg is always around 140mg/dl". There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user reacting to incorrect continuous glucose monitoring data which may lead to bg excursions.